Event description:
It was reported by the customer that a preloaded multifocal intraocular lens (iol), model drt150, was ripped during an attempt to insert the lens. The lens did not come into contact with the patient. The procedure was completed using a backup lens. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: (first name): unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: january 7, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the cartridge had a crack that led to the cartridge tip crack. Ovd was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected; no issues were identified. Viscoelastic residue was observed on the lens. The lens was cleaned and inspected; damage on the edge of the lens was observed. No further issues were identified. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.